Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented four days post cardiac resynchronization therapy pacemaker (crt-p) system implant due to tamponade. The right ventricular (rv) lead was also suspected to not be pacing. The lead remains in use. No further patient complications have been reported as a result of this event. On (B)(6) 2021 it was later reported that the right atrial (ra) lead was suspected to have perforated. The lead was repositioned and remains in use. It was also noted that the device system was functioning as expected.